Event description:
It was reported that lv lead not capturing. Diagnostic imaging revealed lead had dislodged. The patient was admitted, and the lv lead was explanted, and replaced. Patient was fine post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.